Event description:
On 01/04/2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter would not turn on and had previously given "er1" and "er2" messages. Three days earlier, the pt was able to test herself in the morning and got a reading of "268 mg/dl." Based on the meter reading, the pt followed her insulin regimen as prescribed. Around 9:00 pm that same day, the pt tried to test herself, but was unsuccessful due to encountering the "er1" message. The pt tried to retest a few times, but kept getting "er1." The pt began to develop symptoms of "tunnel vision," hot flashes, shakiness, weakness, tiredness, a salivation from her mouth. The pt guessed that her blood glucose was around 400 mg/dl and took her usual evening dose of 20 units lantus and an estimated 21 units of sliding-scale humalog insulin. The next day, the pt tried testing her blood again around 6:00 am, but got the "er1" message again. The pt tried testing again with a new test strip, but got an "er2" message . The pt assumed that her blood glucose level was around 200-250 mg/dl based on her normal morning readings and took an estimated dose of 9 units sliding-scale insulin plus her daily morning dose of lantus insulin. At 9:00 am, the pt attempted to retest, but the "er2" message reappeared. She tried a 2nd time, but the meter no longer turned on. At that time, the pt was feeling a little vertigo and was dizzy. Based on her symtpoms, the pt guessed that she needed about 9 units of sliding-scale humalog insulin. She tried several more times to test later that day, but was unsuccessful because of the power issue. The pt stated that because of the meter issues, she has had to deal with "tunnel vision" that has been getting worse since 2007. During the call with the customer care advocate, the pt stated that she was sick to her stomach, nauseated, and the room was spinning. She typically tests 4-6 times per day and takes a set dose of lantus every morning and evening. In addition, the pt takes sliding-scale humalog insulin at various times during the day based on her meter results. The pt's sliding-scale insulin regimen consists of taking 3 units for every 50 points above 150 mg/dl. The cca was able to resolve the power issue. However, the "er2" issue was not resolved. The test strips were expired. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the insulin-dependent pt was unable to test her blood glucose for about 3 days due to the alleged meter issues. The pt reported symptoms and was guessing how much sliding-scale insulin to take during the time of concern. It is not clear the symtpoms were related to the pt being hyperglycemic or hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.